Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported intermittent power issues of shutdown and failure to power on related to rotation of the therapy knob. There was no patient involvement.